Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test and rewind. Device received with the reservoir tube lip completely broken off, the reservoir does not stay locked in due to broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or displacement accuracy test due to broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 500 mg/dl, the customer current blood glucose was 404 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.